Event description:
It was reported that the screws at l3 pulled out, which caused the rod to disassociate from the screws on the opposite side. Patient outcome: it was reported that the patient is asymptomatic. No adverse effects have been reported as a result of this event.